Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 410 (mg/dl) and diabetic ketoacidosis. Reportedly, customer disconnected from the pump while they were at school and consumed 8 cans of soda. Customer was taken to the hospital by emergency personnel. Customer was admitted to the hospital on (B)(6)2016, treated with intravenous insulin, and released on (B)(6) 2016.